Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that she needed reprogramming as the newest implant never worked right since getting it. The patient stated that the stimulation was going down her left leg when it should be the right leg and back. The patient noted she had a cage from l1-l5. The patient mentioned that after the device was programmed in 2017 it was going to the incorrect leg and she was told to turn stimulation up and then she finally gave up and turned it off. The indication for use was spinal pain. Additional information was received from the patient. It was reported that the circumstances that led to the issue is that when the battery was replaced in (B)(6) 2017, the programming was set to the left leg only when it was needed in the lower back and right side. The patient left the ins off because it was not working correctly. The pain level was at a 9 or 10. The patient met on (B)(6) 2020 and the programming was adjusted for their right side. Contact 4 was shut down because it wasn't working correctly. If the patient shuts the stimulator down, their pain shoots from a 7 to a 10. The patient said she constantly is adjusting the stim based off her position and it was ineffective for pain control. The patient was frustrated because they had good relief with the previous implant. No further complications were reported.